Event description:
Customer alleged heard a squeak during transport and patient went down. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model rpl450-1, serial number/date code (B)(4) is approximately 1 year 9 months old. The owner's manual part number 1078987 rev I (jun-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The patient is a (B)(6) female whose age and height are unknown. The patient resides at (B)(6) center. The patient's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Page 10 of the owners manual states a warning, "regular maintenance of patient lifts and accessories is necessary to assure proper operation." The facility stated that the patient was on the lift being taken to the shower. After the shower the patient was in the lift being taken back to the bed. While enroute to the bed, there was a squeak of some kind and when patient was over the bed the patient went down onto the bed. The owners manual states a warning on page 7, "the invacare patient lift is not a transport device. It is intended to transfer an individual from one resting surface to another (such as a bed to a wheelchair). Do not attempt any transfer without approval of the patient's physician, nurse or medical assistant. Thoroughly read the instructions in this owner's manual, observe a trained team of experts perform the lifting procedures and then perform the entire lift procedure several times with proper supervision and a capable individual acting as a patient. Use common sense in all lifts. Special care must be taken with people with disabilities who cannot cooperate while being lifted. Invacare slings and patient lift accessories are specifically designed to be used in conjunction with invacare patient lifts. Slings and accessories designed by other manufacturers are not to be utilized as a component of invacare's patient lift system". No injury alleged.